Manufacturer narrative:
D4: UDI - not required for the reported product code d6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k130520 the actual device was returned for evaluation. Visual inspection upon receipt found that the whole fibers had discolored into red. A liquid red in in color was found to have pooled inside the housing on the gas-in side. There were not any obvious anomalies, such as a break, in the appearance. The liquid pooled inside the housing was collected and a sweep gas was sent into the gas phase from the gas-in side. A liquid was found to be flowing out of the gas-out side. The liquid remaining in the tube connected to the gas-in side, the liquid remaining inside the housing on the gas-in side and the liquid which had come out of the gas-out side were collected subjected to and centrifuged respectively. None of them formed precipitates. The collected liquids were tested with a terumo's protein assay strip respectively. All of them were found to contain protein. The actual device, after having been rinsed, was filled with saline solution. With the blood outlet port clamped, the actual device was pressurized with an air of 2.0kgf/cm2 applied the inside of the device from the blood inlet port. No leak was verified. A review of the device history record of the involved product code/lot number combination revealed no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings that none of the liquid collected from the actual device formed precipitates or contained protein and that the actual device did not have any anomalies which could lead to a leak, it is likely that the plasma leak occurred inside the actual device. It is likely that due to a change in the blood properties due to some factor(s), a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, resulting in plasma leak. However, the exact cause of the reported event cannot be definitively determined. The IFU states: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. " terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that after seven-hour circulation, the customer noticed that the gas phase of the actual capiox custom pack sample turned to red with a leak noted there. The operation was completed without change-out of the actual sample. The amount of blood loss is unknown. The procedure was completed successfully.